Event description:
It was reported the patient was implanted 1972 and the same implantable neurostimulator (ins) was still implanted inside him. It was noted the ins was referred to as a ¿pain pacer¿ and the patient would like to turn on/adjust his ¿pain pacer.¿ it was also reported in 1973 he fell while getting out of a swimming pool and had to replace the ins only, not leads ¿they spliced a new one in.¿ it was further reported the implant date for his current implant was on (B)(6) 1973. It was noted the patient had a lot of pain in his hip and in 2010 he fell and broke his hip. The patient has been on pain medications because it did not heal right and this is the reason the patient would like to try turning stimulation back on. It was reported the patient has not seen a healthcare provider in years.

Event description:
Additional information received reported that the patient broke his hip in 2010 and "ended up with (B)(6)". It was noted that the patient was "going to try to use his neurostimulator to see if her could mitigate the pain". It was noted that the patient had not used is stimulator "in a long time" and he was not sure if it worked. The patient had lost his antenna and needed a replacement to see if it still worked.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns with the device or therapy but had not sought further help.